Event description:
It was reported that during setup of a da vinci si surgical procedure, the wire on the distal end of the megasuturecut needle driver instrument was exposed. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one grip close cable is broken at the distal idlers. The idler pulley spins freely and does not exhibit damage. The cable segment sticks out at the wrist. The other cables at the wrist are not damaged. No other was damage found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.